Manufacturer narrative:
The reagent was not loaded on the instrument. A replacement was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to broken and leaking reagent cartridge. No injury was reported.